Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by parcus or its employees that the report constitutes an admission that the device, parcus, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to parcus that during a rotator cuff shoulder procedure on a patient of unknown age and demographics, the anchor broke when inserting. There was no defect with the device or packaging observed prior to use of the anchor. There was no negative patient impact reported. There was no delay in the procedure reported. Additional information was solicited.

Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. The current status of the patient is unknown. A review of the batch record was performed. There were no nonconformances related to the reported event in the manufacturing record. The lot was manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed. There was no nonconformance for this part number. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by parcus or its employees that the report constitutes an admission that the device, parcus, or its employees caused or contributed to a potential patient event documented on this report. On 02april2024 it was reported to parcus that during a rotator cuff shoulder procedure on a patient of unknown age and demographics, the anchor broke when inserting. There was no defect with the device or packaging observed prior to use of the anchor. There was no negative patient impact reported. There was no delay in the procedure reported. Additional information was solicited.